Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After rotablation was performed, a 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body in order to perform additional dilatation, it was noticed that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy mr, ous, 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent the mid-section of stent was damaged and stretched with stent struts lifted and pulled distally. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged crimped stent outer diameter was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no tip damage. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After rotablation was performed, a 3.00x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body in order to perform additional dilatation, it was noticed that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.